Manufacturer narrative:
The account stated the only issued found with the bed is the power cord has electrical tape on it from someone repairing it. The technician investigated and found the bed functions as designed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. No repair was needed, the bed functions as designed. Based on this information, no further action is required. Does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. The technician in-serviced the account on how to use the bed exit feature to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the bed exit alarm was set to position and a patient got out of the bed and nursing are saying it was armed but when they checked the bed it was off. The account believes this has happened more than once. The bed is located in storage at the facility. There was no patient/user injury reported. (B)(4).